Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called to report that she was connected to the infusion set during the manual prime, and she received 110 units of insulin. The customer stated that she always primes the infusion set while she is connected, and she normally stops priming when she hears the beeps due to the motor recognizing the reservoir. However, this time there were not beeps at all, and by the time she realized it, she had received 110 units of insulin. Found that the insulin pump motor was not recognizing the reservoir, and was not priming properly as a result. The customer stated that she felt fine and didn't need for the paramedics to be called. However, the customer stated that her husband is with her and will be taking her to the hospital. The customer felt fine, and reported a blood glucose of 221 mg/dl. Advised the customer to never be connected when conducting the manual prime. Advised the customer that the insulin pump would be replaced due to the prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.